Manufacturer narrative:
A perceval pvs21 was implanted on (B)(6) 2011. The mean gradient at discharge was 25 mmhg. On april 9, 2013, non-structural dysfunction with intra-prosthetic regurgitation 1+ was reported. In april 2017, non-structural dysfunction with intra-prosthetic regurgitation 3+ was reported. The mean gradient was 28 mmhg. They patient was in nyha class IV at the last follow-up in 2017. There is no indication of valve re-intervention to date. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device has not been explanted, no device analysis could be performed. Based on the document review performed, no manufacturing deficiency was identified. However, as the device was not received for analysis, no device investigation can be performed and the root cause of the event cannot be determined.

Event description:
A perceval pvs21 was implanted on (B)(6) 2011. The mean gradient at discharge was 25 mmhg. On april 9, 2013, non-structural dysfunction with intra-prosthetic regurgitation 1+ was reported. In april 2017, non-structural dysfunction with intra-prosthetic regurgitation 3+ was reported. The mean gradient was 28 mmhg. They patient was in nyha class IV at the last follow-up in 2017. There is no indication of valve re-intervention to date.

Manufacturer narrative:
Device not explatned.

Event description:
A perceval pvs21 was implanted on (B)(6) 2011. The mean gradient at discharge was 25 mmhg. On (B)(6) 2013, non-structural dysfunction with intra-prosthetic regurgitation 1+ was reported. In (B)(6) 2017, non-structural dysfunction with intra-prosthetic regurgitation 3+ was reported. The mean gradient was 28 mmhg. There was no indication of valve re-intervention.